Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that on/off button on their device was not responding. In this state the device may not be able to provide defibrillation therapy if it were needed. There is no report of patient involvement with this event.

Manufacturer narrative:
The replaced part was not available for further evaluation. The cause of the reported issue was isolated to the main keypad, however further root cause could not be determined.

Event description:
The customer contacted physio-control to report that on/off button on their device was not responding. In this state the device may not be able to provide defibrillation therapy if it were needed. There is no report of patient involvement with this event.